Manufacturer narrative:
D4): device serial number available and populated in this section. D10): device was returned to manufacturer for evaluation on (B)(6)2020. H6): device code corrected to 3189. There was no break in the device that would cause/contribute to an adverse event. H6): patient code corrected to 2692. After device evaluation, it was determined that the patient was not exposed to manufacturing materials or radiation. H6): method, results and conclusions codes now populated since device evaluation is now complete. Device evaluation: the device was returned to the manufacturer on (B)(6) 2020 and evaluated on (B)(6) 2020 by a cross functional engineering team. A broken fiber was identified underneath the device''s outer jacket on the working length as evidenced by observing red light in the area, but no breach to the device''s outer jacket was detected. At approximately 90 degrees rotationally from the area of the broken fiber, a small discolored mark was seen, along with a small deformation of the device''s outer jacket in the same area. There was no indication of a manufacturing issue and the device passed all qc checks prior to release for distribution. However, the cause of the broken fiber underneath the device''s outer jacket, and both the discolored mark and small deformation of the device''s outer jacket could not be confirmed. The additional information is the device evaluation and findings. The corrected information is that this is no longer a reportable event, as evidenced by the results of the device evaluation, in which no breach to the device''s outer jacket was present.

Manufacturer narrative:
Patient information unavailable. The manufacturer is anticipating return of the device for evaluation, but has not arrived at this time. A supplemental MDR will be submitted after device is returned and evaluation is complete.

Event description:
A peripheral vascular intervention procedure commenced to treat a plaque lesion in the superficial femoral artery (sfa). During the procedure and with use of a spectranetics turbo elite laser atherectomy catheter, they passed through the lesion and when they brought the device out of the body, the team noticed that the device was lighting up through a hole noted in the turbo elite catheter. The team used a second catheter to successfully complete the procedure. The patient survived the procedure. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. The manufacturer is anticipating return of the device for evaluation but has not arrived at this time.